Event description:
Customer reports an infusor containing 5 fluoro-uracil and 5% dextrose in water to a total volume of 44ml overinfused over 14 hours instead of an anticipated 22 hours. Customer reports no death or serious injury as a result of report.